Event description:
It was reported that a cartridge alarm 0 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller successfully completed the load sequence with a new cartridge and resumed insulin delivery.